Manufacturer narrative:
Additional contact person from section f4 of ufmw: (B)(6). Additional reporter from section e1 of ufmw: (B)(6).

Event description:
Additional information from medsun mandatory and voluntary medwatch was received that stated, "a red drop was initially noted on the chux pad that was placed under patient's arm. When the red drops were observed on the chux as well as wetness on the writer's chemo glove. Patient reported that he did not feel any wetness on his skin. Writer observed that the source was coming from the spiros connector of the doxorubicin syringe. Writer disconnected the syringe from the ns tubing and reported to charge nurse and pharmacist that the spiros was leaking, and the syringe needs to be replaced. Returned the doxorubicin syringe to pharmacy. Pharmacist was able to mix a new syringe of the medication, per provider order. The original intended procedure is to administer doxorubicin IV push. The device malfunction-the device did not do what it was supposed to do". The event occurred on an unspecified day in (B)(6) 2020.

Manufacturer narrative:
The affected device was discarded. A total of fourteen (14) new ch2000s-c, spinning spiros (lot numbers 4134541, 4549838, 4605457, 4713516, 4750947, 4750950 and 4849195) were received and visually inspected. As received, no visible damage or anomalies were seen. Each spiros was leak tested and seven (7) of the fourteen (14) spiros leaked from the area of the o-ring/poppet interface. The reported leak was confirmed for lot numbers 4713516, 4750947, 4750950 and 4849195 by the investigation. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review for lots# 4134541, 4549838, 4605457, 4713516, 4750947, 4750950 and 4849195 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. The lot number of the device that was in use is unknown. The customer identified seven possible lot numbers (plots). The possible lot numbers are 4134541 (expiration date 6/01/2024 , MFR date 6/01/2019), 4549838 (expiration date 1/01/2025, MFR date 1/01/2020), 4605457 (expiration date 1/01/2025, MFR date 2/01/2020), 4713516 (expiration date 2/01/2025, MFR date 2/01/2020), 4750947 (expiration date 3/01/2025, MFR date 3/01/2020), 4750950 (expiration date 3/01/2025, MFR date 3/01/2020) and 4849195 (expiration date 5/01/2025, MFR date 5/01/2020).

Event description:
The event involved a spiros that had a leak of an unspecified chemotherapy where a 0.5ml to 1ml droplet was found on a chux pad that resulted in hazardous drug exposure. The spiros device was connected to a syringe for IV push administration. The set was primed according to instructions and there was no hole, cut, tears or any defect noted on the spiros. A small bubble was noted outside the usual fluid path within the spiros device which leaked out through the small opening. It was reported that the patient/nurse did not have contact with the droplet. The chemotherapy spill protocol was followed. There was a patient involved but no harm was reported.